Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device was cut or torn into two pieces, with one haptic missing. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.

Event description:
It was reported that eight days post implant of an intraocular lens (iol) into the right eye (od), the patient complained of noticing a decrease in vision. During examination, the surgeon found the haptic was broken and the lens had dislocated. A successful lens exchange using the same model and diopter was completed approximately four weeks after initial implant. The patient's outcome is good.